Manufacturer narrative:
Results: stent embolism, device was used in subclavian artery. System is indicated for use in the internal, external or common iliac arteries, root cause of event cannot be determined. Conclusions: root cause of event cannot be determined. (B)(4).

Event description:
The physician intended to use a 9 mm diameter x 30 mm length assurant cobalt peripheral stent system to treat a lesion in the subclavian artery. Pre-dilation of the target lesion was not performed. It was reported that during advancement the stent dislodged from the balloon of the delivery system. The dislodged stent was deployed in the subclavian artery. A second stent was also implanted in the subclavian artery. The device had been flushed prior to use with no abnormalities noted. No clinical sequelae were reported.